Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2012, a customer contacted roche diagnostics and reported an incident of hyperglycemia for which he was hospitalized. He did not specify when the incident occurred, only that he was in the ICU for 4 days. He stated he was unconscious because his blood glucose was as high as 1003 mg/dl he was using a one touch meter. The one touch meter mentioned is not manufactured or imported by our firm. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).